Event description:
The sales rep provided information that after the aui was completed on the (B)(6) female patient, the final angiogram showed a type I proximal leak. The physician decided to re-balloon and upon ballooning again, it was observed the graft expanded quite a bit more in one area. Another angio revealed there was a large blush at the level of the expanded graft; so the physician put in the main body extension and did another angio. The blush was still there, so the physician put in another manufacturer's stent. This made the leak much better, and the physician decided to leave it alone. When pulling the sheaths, the patient's pressure bottomed out, so the physician put wires and sheaths back up and did another angio that showed quite a large blush. The patient's abdomen was opened to try to sew the artery, but it was very difficult as her aorta was very fragile. All the devices were explanted and the patient was converted to an open graft.

Manufacturer narrative:
Patient: additional surgical procedure is not listed in the instructions for use. Device: endoleak is listed in the instructions for use. Event is currently under investigation.